Event description:
A pt was treated for an infrarenal aneurysm with a gore excluder aaa endoprosthesis. The pt was known to have a short proximal aortic neck and plaque present just below the lowest renal aortery. A final angiogram showed a proximal type 1 endoleak. The proximal portion of the trunk-ipsilateral leg component was re-ballooned without success. A gore aortic extender was then placed and another angiography was taken. The endoleak was still present therefore a second aortic extender was placed, resolving the endoleak but inadvertantly partially covering the left renal artery as evidenced by "sluggish flow" at the ostium of the artery. The physician anticipated that at some point the pt may expect to loose the function of his left kidney completely. A follow up CT was scheduled and the results are unk at this time.